Manufacturer narrative:
Per the event details the ipg was revised due to lead contacts getting stuck in the ipg header ports when attempting to remove the leads. Analysis of the ipg header found obstructions in header ports one and two. These obstructions are consistent with being the missing tip end contacts that were observed missing on the leads that were returned with the ipg. The setscrews for all four chambers were tested and each functioned as intended. There are three known causes that are consistent with the end lead contacts being pulled off and remaining in the header ports: the setscrews not being loosened before the leads were pulled on; when the lead is first inserted, the setscrews are torqued down too hard causing the end contact to become distorted and, therefore, becoming stuck in the port (not being able to exit normally); and sudden falls, trauma or accident. The root cause of this event is unknown.

Event description:
It was reported that during a lead replacement procedure on (B)(6) 2025 [related manufacturer reference number: 1627487-2025-01166], the leads were stuck in the ipg header. As a result, during the same procedure on (B)(6) 2025, the ipg was also replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.